Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. There was no damage or defects observed during the visual inspection. The device passed all functional testing and was able to obtain measurements with all the enabled parameters. During the internal inspection, the device had recessed pins in the tb20 cable connector. Initial reporter postal code exceeded the maximum allowable characters, postal code is as follows: (B)(6). Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported an "intermittent connection of sats lead". There was no consequence or impact to the patient reported.

Event description:
The customer reported an "intermittent connection of sats lead". There was no consequence or impact to the patient reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter postal code exceeded the maximum allowable characters, postal code is as follows: (B)(6). Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Manufacturer narrative:
Other, other text: "UDI related data quality updates only." This correction updates the UDI information, 510k number, and model number to ensure alignment with gudid. The 510k number in gudid was updated to k212161 to correspond with masimo's 4-digit model number (9797).

Event description:
The customer reported an "intermittent connection of sats lead". There was no consequence or impact to the patient reported.